Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 03-nov-2022. H6. Investigation summary: the DHR of material no. 391591 with batch no. 2096964 was checked and there was no quality notification found on this lot number from its production date to its dispatch date. One sample and one photo were received by bd for evaluation. A quality engineer was able to review the pictures and inspect the returned samples of a venflon I 22ga 0.8 mm x 25mm for the reported issue of damage packaging from lot # 2096964 product # 391591. The investigating team has also used the retention samples of lot # 2096964 product # 391591 for investigating the reported defect. The investigation and simulation were carried out on two retention samples where the investigating team has conducted visual check for damage packaging and no retention sample found damage. The probable cause of damage could have occurred during transit.

Event description:
It was reported that the bd venflon¿ IV cannula experienced damaged packaging where sterility was compromised. The following information was provided by the initial reporter: product package is shown to be packed in defective plastics pack.

Event description:
It was reported that the bd venflon¿ IV cannula experienced damaged packaging where sterility was compromised. The following information was provided by the initial reporter: product package is shown to be packed in defective plastics pack.

Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.